Event description:
It was reported intermittent fast stop errors during use of the 9800 system. The pt was on the table but not being radiated. At this time, the tech was saving images. The system was rebooted and the procedure was continued. There was no injury to the pt.